Event description:
It was reported by a homecare patient that the inflate function on the p500 wound surface was not functioning properly. Per the patient, the inflate and deflate functions were functioning in the reverse. The patient also alleged she had a bed sore. No additional information was provided at the time of the initial call. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported by a homecare patient that the inflate function on the p500 wound surface was not functioning properly. Per the patient, the inflate and deflate functions were functioning in the reverse. The patient also alleged she had a bed sore. No additional information was provided at the time of the initial call. The following additional information was obtained from the patient and her husband. The patient stated a hillrom service technician inspected her p500 mattress and found nothing wrong with it. The patient has been using the p500 mattress for several years. The patient stated she developed stage 4 pressure ulcers in 2017 (with use of the same p500 mattress) for which she was hospitalized for and had surgery. The patient reportedly remained hospitalized until an unknown date in 2019. No malfunction of the device was reported in relation to this event. The patient currently has one stage 1 pressure ulcer that she has not seen a doctor for. The patient and her husband are treating the pressure ulcer with medihoney. No additional information was provided. The p500 is for household and healthcare facility use. The p500 helps prevent and treat stage I through IV pressure ulcers in occupants who weigh between 70 lb and 500 lb (32 kg and 227 kg) and are between 59" and 74" (150 cm to 188 cm) in height. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. The p500 therapy surface was inspected by baxter and no issues were found. The patient is under 90 lb and cannot get comfortable even with the bed at its lowest setting. The technician educated the customer on the blower controls. A stage 1 pressure injury is categorized as intact skin with non-blanchable redness of a localized area. A stage 1 pressure injury is considered a moderate injury and does not meet the definition of a serious injury as it is not life threatening; does not result in permanent impairment of a body function or permanent damage to a body structure; and application of dermal creams or coverings does not constitute medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. However, the patient in this event required medical and surgical intervention in 2017 to preclude permanent impairment of a body function or permanent damage to a body structure for the event of stage 4 pressure ulcers, concluding a serious injury occurred. No malfunction of the device was found during inspection by baxter. Based on this information, no further action is required.